Manufacturer narrative:
The device was not returned to the manufacturer, hence an analysis on the device could not be possible. Despite the attempts made to retrieve further information from the hospital, no feedback was received. The serial number of the device was not provided either, so no further investigation was possible at this time. Since no investigation was possible, the root cause of the event could not be determined. However, based on the information provided by the pharmacy department of the hospital, the event was deemed not device-related. Since no additional feedback from the site was received, no further investigation will be performed, but the case will be re-assessed if new information is provided.

Event description:
On (B)(6) 2014 a 69 years old male patient underwent surgery due to moderate-severe aortic stenosis. An aortic valve replacement was performed in mini-sternotomy and a mitroflow 21 was implanted. On (B)(6) 2014, the patient was dismissed. On (B)(6) 2018, the patient was re-operated to have the mitroflow explanted and replaced with an edwards magna 23. The decision of the re-operation followed two events that happened a few months earlier: in (B)(6) 2018, the patient had a transient ischemic attack (tia) with related aphasia and left hemiparesis; on (B)(6) 2018, the patient had a left hemiplegia facial-brachial and was admitted to the hospital with a diagnosis of stroke. A transesophageal echocardiography (tee) was performed and valve showed degeneration of leaflets and prosthetic thrombosis. There was some improvement in neurological deficit, but still a facial deficit on the left side and left arm pronation. The culture test was negative. The patient is now on rehabilitation in the hospital. Additional information provided by the pharmacy department confirmed that the event was deemed not device-related.

Manufacturer narrative:
Device not available for return.

Event description:
On (B)(6) 2014 a (B)(6) male patient underwent surgery due to moderate-severe aortic stenosis. An aortic valve replacement was performed in mini-sternotomy and a mitroflow 21 was implanted. On (B)(6) 2014, the patient was dismissed. In (B)(6) 2018 the patient had a transient ischemic attack (tia) with related aphasia and left hemiparesis. On (B)(6) 2018, the patient had a left hemiplegia facial-brachial and was admitted to the hospital with a diagnosis of stroke. A transesophageal echocardiography (tee) was performed and valve showed degeneration of leaflets and prosthetic thrombosis. There were some improvement in neurological deficit, but still a facial deficit on the left side and left arm pronation. On (B)(6) 2018, the patient was reoperated and an edwards magna 23 was implanted. The culture test was negative. The patient is now on rehabilitation in the hospital.